Manufacturer narrative:
The technician replaced the four caster supports and casters to repair the bed.

Event description:
Info received indicates the brake will set, but unlocks as soon as the bed is bumped.